Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) had to be externally shocked out of ventricular fibrillation (vf). Review of the crt-d data indicated anti-tachycardia pacing was but when the patient¿s rate went into the vf zone, the crt-d did not properly sense and treat the rhythm. The crt-d has been reprogrammed and remains in service. No additional adverse patient effects were reported.